Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the implantable cardioverter defibrillator exhibited crosstalk. Programming changes were discussed and no further information was available.

Event description:
New information received notes programming changes were made. Patient was stable before, during, and after the programming changes.